Event description:
It was reported that the healthcare professional (hcp) had ¿peculiar¿ behavior of the generators which resulted in components being replaced more frequently. The hcp noted that one generator would turn off on its own for ¿no apparent reason¿ long before it was at end of service (eos). The hcp was ¿distressed¿ that revisions had to be done. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).